Event description:
On (B)(6) 2011, dr. Did a cervical fusion on my neck. He placed in my neck a medtronic mastergraft matrix bone graft. In (B)(6) 2012, the bone graft became outdated. I have nerve damages, bowel, and bladder incontinence. I have to wear depends 24/7. I have failed 2 oxygen test. I have severe headaches, it has caused more bulging discs in my neck and I've remained in constant pain. It has caused me sleep apnea. I feel this company should reimburse me for all these damages this has caused me and for all the suffering and pain.